Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information the system was in clinical use at the time of the event. The customer was performing a planned (non-emergency) procedure which was completed by moving the patient to another system. It was reported that the equipment does not turn on completely. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed that the wet and damaged video converter were causing the problem. Fse replaced the video converter cable. After the replacement of video converter cable, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It was reported to philips that the system did not turn on completely. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.